Manufacturer narrative:
Device evaluated by MFR: the microcatheter and guidewire were returned for analysis and damage to the proximal end of the microcatheter was noted. It is probable that the microcatheter got damaged as it was being advanced through the vessel causing difficulty advancing the guidewire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a tumor embolization procedure, catheter entrapment occured. The physician was advancing the device; however, at the right internal iliac artery, the guide wire became entrapped in the device. The devices were removed from the patient and the procedure was successfully completed with a different device. No patient complications were reported and the patient's current condition is stable.

Event description:
It was reported that during a tumor embolization procedure, catheter entrapment occurred. The physician was advancing the device; however, at the right internal iliac artery the guide wire became entrapped in the device. The devices were removed from the patient and the procedure was successfully completed with a different device. No patient complications were reported and the patient's current condition is stable.